Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a temperature alarm occurred while pump was charging overnight. The customer reported a blood glucose (bg) level of 400 (mg/dl). The alarm was cleared and insulin was delivered with the pump to address bg levels.